Manufacturer narrative:
Concomitant product: 559445 lead, implanted: (B)(6) 2002. Product event summary: the partial lead in segments was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the atrial lead and right ventricular (rv) lead exhibited a rise in thresholds over time and sensing had decreased. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.